Event description:
It was reported that a remote monitoring transmission was sent due to the patient complaining of their heart racing. It was noted that there was an atrial tachycardia/atrial fibrillation episode where there was suspected t-wave oversensing (twos) by the right ventricular (rv) lead. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.